Event description:
A coronary stent with delivery system was successfully placed at the target lesion site located in the patient's left anterior descending artery. It was reported that on the following day, the stented area, "clotted off". There has been no additional information reported relative to the details of this event.